Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Analyzer 1 serial number was (B)(6). Analyzer 2 serial number was (B)(6). Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit (analyzer 1). The customer also complained that the results from heparin and serum samples from analyzer 1 and a different analyzer (analyzer 2) were accompanied by data flags. The initial heparin sample result from analyzer 1 was 4.06 pg/ml with a data flag. The serum sample result from analyzer 1 was 3.42 pg/ml. The serum sample was automatically repeated with a result of 93.9 pg/ml. The serum sample was repeated on analyzer 1 with a result of 3.68 pg/ml. The initial heparin sample result from analyzer 2 was 3.25 pg/ml with a data flag. The serum sample was repeated on analyzer 2 with a result of 3.20 pg/ml.